Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, not using proper disconnect procedures is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for disconnecting and returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell one on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated they had disconnected from the set up without using proper procedures and reconnected. The technical service representative (tsr) had the hp cycle power to end therapy. The tsr advised the hp they would need to start over with new supplies or use manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.